Event description:
A minimum fill notification was reported. There was no adverse impact to the customer's blood glucose level. The customer reloaded the cartridge successfully and resumed insulin use, requiring no further action. Cts to replace pump. Customer will continue to use current pump.